Event description:
While the physician was introducing a balloon into the guide catheter during a cath procedure, the shaft of the balloon delivery system broke in half. The balloon shaft end was still outside the end of the catheter, so it was safely removed.